Event description:
Philips received a complaint on the intellivue mp50 indicating that the ECG waveform is unstable. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A philips remote service engineer (rse) reached out to the customer to get more information, but the customer declined. Additional information was not provided by the customer so the reported problem could not be confirmed. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.